Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the spokes on the right rear wheel of the chair are broken.